Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/27/2020.

Event description:
The customer reported a 35 volt failure that would not allow to turn the ventilator off without removing the battery. There was no patient involvement. The customer requested the part information for a new power management printed circuit board assembly (pm pcba). The customer reported that replacing the pm pcba resolved the problem.

Manufacturer narrative:
G4: 18may2020. B4: 20may2020. The replaced power management printed circuit board assembly (pm pcba) was returned for failure analysis. The pm pcba was tested and the reported failure could not be replicated. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.